Event description:
The jacket was unable to retract. The delivery catheter was safely removed from the pt and the secondary device was used to finish the case. The pt did not experience any adverse consequences.